Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the investigation results, it is possible that it may have been caused by interference with some hard or sharp object, or by scratching, snagging, stabbing, or bumping. The root cause of the event could not be determined. Such events can be detected and prevented according to the following ifus: instruction manual ltf-s190-5 operation chapter 3 preparation and inspection, the detection method is described. Instruction manual ltf-s190-5 cleaning/disinfection/sterilization chapter 5 prevention measures are described in the endoscope reprocess. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited adhesive around the objective lens is peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.